Event description:
Patient contacted dexcom on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. No product or data returned for investigation, however, photographs were provided which confirmed the alleged malfunction. The root cause could not be determined post investigation.